Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00948. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 0 years, 7 months, and 1 day. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a subtheratherapeutic inr. The patient presented with an episode of melena and elevated inr. The patient has a history of bleeding with autoimmune anemia requiring transfusion. The patient¿s hemoglobin (hgb) was 8.1 g/dl and hematocrit (hct) at 24.2 percent on (B)(6) 2018, but dropped to 7.7 g/dl and 22.6 percent on (B)(6) 2018. The patient was transfused with 2 units of packed red blood cells (prbc). The patient was discharged on (B)(6) 2018 with 10.3 g/dl hemoglobin (hgb) and 30.4 % hematocrit (hct) with inr of 4.12.

Event description:
On (B)(6) 2019, it was reported that upon admission the patient's pt and ptt were 95.5 and 71.6, respectfully. While admitted the patient's coumadin was withheld. The patient's inr was elevated while admitted and scoping was not possible at the time. A tagged red blood cell test was preformed. The result of the scan was negative. No active bleeding was noted. While admitted the patient's hemoglobin and hematocirt dropped to 7.7 and 22.6 on (B)(6) 2018. The patient received 2 units of packed red blood cells (prbc's) on (B)(6)2018. The patient's hemoglobin and hematocirt rose to 10.5 and 31.3 on (B)(6) 2018. The account reported the patient had two stools that did not show any evidence of bleeding. After discharge, the patient was still not taking coumadin, with daily inr check and orders to resume coumadin daily once inr levels drops below 3. There has been no determined cause for the rise in inr. No additional information was reported.